Manufacturer narrative:
In these past event cases it was reported that the arterial blood gas analysis (abg) potassium values from blood samples obtained from these disposable pressure transducers were erroneously elevated. There is no evidence that any resulting treatments were provided. There were no patient injuries. There was no allegation or indication of a device malfunction contributing to this adverse event. Several factors can effect blood analysis results taken from a disposable pressure transducer including incorrect position of the stopcock, drawing the blood sample too fast, incorrect or ill-fitted syringe, air in the sample, excess heparin in sample and clotting/hemolysis. A diluted or hemolyzed blood sample could result in incorrect laboratory values and ultimately lead to inappropriate/unintended treatment. It should be noted that the pressure monitoring system does not produce any laboratory values, but misuse of the system could cause diluted or hemolyzed blood samples.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The occurrence date was unknown. No product was returned for evaluation; the events were reported to have happened in the past so the devices were not available. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patients with these four disposable pressure transducers, very high potassium values were detected on the blood gas readings. The blood results were checked through other lines via the customer laboratory and the results came back normal. No further information was available since the events were reported to have happened in the past. There was no allegation of patient injury. Patients demographics unable to be obtained. The devices were not available for evaluation.